Manufacturer narrative:
B3: estimated as event was reported to have occurred shortly after implant d6a: estimated as was reported to have occurred in early 2017

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that stroke occurred. A left atrial appendage closure procedure was performed and a watchman flx closure device was implanted. Shortly after implant, the patient experienced a stroke and a brain bleed.